Event description:
It was reported that during aveir leadless pacemaker (lp) implant, the helix was sprung following mapping along the right ventricular septum. The decision was made to cover the device with the protective sleeve and reposition due to poor mapping numbers at initial site. X-ray confirmed the sprung helix. The device was removed and the procedure was attempted using an alternate lp. It was noted during procedure that the lp exhibited difficulty in positioning and exhibited difficulty in detaching from the catheter due to inability to go into tether mode, however was eventually able to be implanted. It was later noted that the lp was failing to capture, and imaging performed verified that the lp had become dislodged. A stretched helix was noted on the second lp as well. The lp was retrieved and replaced the following day. The patient was stable.

Event description:
It was reported that during aveir leadless pacemaker (lp) implant, the helix was sprung following mapping along the right ventricular septum. The decision was made to cover the device with the protective sleeve and reposition due to poor mapping numbers at initial site. X-ray confirmed the sprung helix. The device was removed and the procedure was attempted using an alternate lp. It was noted during procedure that the lp exhibited difficulty in positioning and exhibited difficulty in detaching from the catheter due to inability to go into tether mode, however was eventually able to be implanted. It was later noted that the lp was failing to capture, and imaging performed verified that the lp had become dislodged. The lp was retrieved and replaced the following day. Upon retrieval, the removed lp failed to separate from the retrieval catheter. The patient was stable.